Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was implanted for only two years and reached elective replacement indicator (eri) due to possible early depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.